Event description:
It was reported, ¿cortrak tube burst. On further investigation she found out that the tube was clogged and the end user attempted to flush the tube causing it to burst.¿ per additional information received on 15-may-2024, there was no injury to the patient. No medical interventions required. The nasogastric tube was placed using cortrak eas. It is unknown how long the tube was in place prior to the incident. The reporter states ¿unsure. Maybe a few hours. It was found incidentally when patient pulled her corpak.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 30 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 20may2025 from FDA maude report number (B)(4), "the patient pulled out the corpak feeding tube. Upon inspection of the corpak, a hole was noted in it. Nursing reported that the tube had been clogged. The cortrak vendor was notified and states they have seen this happen when tubes get clogged as no air can escape via the enfit connection. Unsure how much force was being used when trying to instill meds or fluids but suspect too much force was used which likely caused the hole to occur."

Manufacturer narrative:
Additional information: b3, b5, h10, h11. H10: MDR text key (B)(4). The device history record for lot 20118620 was reviewed and the product was produced according to product specifications. Based on the customer comments "on further investigation she found out that the tube was clogged and the end user attempted to flush the tube causing it to burst." The root cause of the reported issue could not be conclusively determined. However, this seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 16 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5, d4, h4, h6, h10, h11. Correction: a4. The device history record for lot 20118620 was reviewed and the product was produced according to product specifications. All information reasonably known as of 31 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 07-oct-2024 from medsun report (B)(4), ¿describe the event or problem: the patient pulled out the corpak feeding tube. Upon inspection of the corpak, a hole was noted in it. Nursing reported that the tube had been clogged. The cortrak vendor was notified and states they have seen this happen when tubes get clogged as no air can escape via the enfit connection. Unsure how much force was being used when trying to instill meds or fluids, but suspect too much force was used which likely caused the hole to occur. What was the original intended procedure? The corpak feeding tube was in place for tube feeding and medication administration.